Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to infuse is unconfirmed as the problem could not be reproduced on the returned samples. Two opened 4 fr groshong nxt catheter kits with pn: 7617405 and ln: recx1499 were returned for investigation. The kits contained the groshong catheters with the stiffening stylet assemblies. Additional kit components were also returned. The samples were flushed with water using a 12 ml syringe and were both patent to infusion and aspiration. Microscopic observation of the valves revealed no apparent damage. Fiber residue was present on the catheter surface. Since no apparent damage was observed on the groshong valves and no functional issues were observed during testing, the complaint is unconfirmed. A lot history review (lhr) of recx1499 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx1499) have been reported from the same facility in (B)(4).

Event description:
It was reported that the device could not be flushed. It was stated this happened with two devices. No other information was provided. This report addresses the first device.